Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the top jaw broke during use in a knee scope. The broken piece was retrieved; however, they did not have another scorpion and the case was not completed.

Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken knee scorpion moving jaw was not returned along with complaint device. Confirmed the moving knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition. Unrelated, laser markings on the tip became rusted/discolored.